Event description:
It was reported that the patient presented for an implant of the pulse generator. During the procedure, it was noted that the device exhibited high pacing impedance. The procedure was completed successfully with a replacement device. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance was not confirmed. Electrical testing and mechanical analysis did not find any anomalies. Further interrogation revealed the device was able to sense and measured lead impedance within normal range. Longevity assessment revealed device was in normal range of operation with appropriate remaining longevity.